Event description:
During a review of clinic notes received for this vns trd pt, it was documented on the follow up visit notes dated (B)(6) 2009 the pt's mood had declined in (B)(6) 2008 and it was noted that the vns device settings were not correct. It was documented that the settings were changed so that "it was firing every hour and the magnet mode stimulation was programmed on", and it was noted that this happened, it appears, at a follow up visit in (B)(6) 2008. The 60 minute off time is indicative of an interrupted system diagnostic test. This is a trd pt and the magnet mode should be set to 0ma. System diagnostic testing done on (B)(6) 2009 revealed normal device function, dcdc =2. It was noted that the pt was doing good at the follow up visit in (B)(6) 2009. It is unk when the settings were changed to the 60 minute off time and it is also unk when the settings were corrected. Good faith attempts to obtain the programming and diagnostic history from the site have been made, but the data has not been received to date.